Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06596. The patient had 2 scs implanted. However, one of the systems was removed. It is unknown which was removed; therefore, both are being reported. It was reported the patient has not used his scs system in approximately 2 years due to unrelated health issues. However, the patient recently desired to use the system again, but was unable to establish communication between the ipg and external devices. The ipg is inoperable. Subsequently, surgical intervention may be undertaken to address the issue.